Event description:
A break in the internal dome during traction removal. The indwell time was 299 days.

Manufacturer narrative:
The complaint or tubing breakage is confirmed, user-related. The break in the tubing is a result of excessive force that was used during removal of the device. The break site is located just proximal to the 1 cm marker. The internal bolster was received loose and deflated. There is a significant permanent bend/compression in the tubing/wire. The coiled internal wire is stretched and severely elongated at the break site. The 90 degree external beaver tail bolster is to be removed (manipulate the external bolster proximal to the traction removal site) prior to cutting the feeding tube at the traction removal. It should be noted that the complainant has not cut the feeding tube at the traction removal site prior to removal. This is performed to facilitate air deflation of the internal bolster. The complaint sample shows the 90 degree beaver tail bolster attached to the feeding tube distal to the traction removal site, this will impose a restriction on the air conduit within the tubing shaft. The device products instructions for use (IFU) warns the user to confirm the internal bolster has deflated and is free floating within the fibrous tract prior to attempting to removal. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) provides a narrative and illustrative description for removal of the fastrac device. This appears to be a user technique issue. The device had been in place for approximately 299 days prior to the complaint incident. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.